Manufacturer narrative:
Destructive analysis identified residue in the motor gear train. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Analysis also identified wearing on the upper shaft of gear number two. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a foreign healthcare professional (hcp) via a manufacturer representative regarding a patient who was receiving lioresal [2000 mcg/ml] at a dose of 750 mcg/day via an implantable pump. The indication for use was not provided. It was reported that the pump had a motor stop determined by query and was replaced. It was indicated that the pump would be returned. It was noted that external reasons for the "engine stop" could not be determined. The "query-log" and further details were not provided and were not available. No further complications were reported or anticipated.